Event description:
It was reported that the patient¿s stimulation system was implanted in 2001 but it stopped working but the patient still had the system internalized. It was unknown why the system stopped working. The patient didn¿t have any external components for the pain system and it was unknown what type of pain system it was. The patient was going to be having an MRI of the knee and it was noted a knee scan would not be recommended with any of the manufacturer¿s stimulators. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).